Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va30t3v, implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was experiencing high impedance, >4000 on case, electrode 0, and electrode 3 causing a loss of stimulation. An in office impedance check on was done on february 27, 2025. The patient was experiencing a return of baseline symptoms: urinary incontinence, urinary frequency, and urinary urgency. Patient had a device revision to resolve the issue. The representative (rep) came to the or today upon request by the surgeon as per normal to be present for his or cases. The patient was scheduled for exploration of implant with possible full replacement of implant. The patient had a return of baseline symptoms within a few weeks, post implant, the original implant was on (B)(6) 2025. The patient states that on or around (B)(6) 2025, they had a return of baseline symptoms. The patient adjusted the stimulatorup, changed program, and no matter what program they were on, they had no sensation or symptom relief at any amplitude. Patient (pt) was seen by practitioner on or around (B)(6) 2025. At that time the impedances were checked, and there were high impedances on the case, electrode 0 and electrode 3. The office was seeking insurance approval for a revision/replacement of the system. Once again today, rep checked her impedances which revealed a high impedance on the case, electrode zero, and electrode three. Custom programs were set up and tested to see if the area of high impedance could be avoided, and stimulation could be felt. The patient did not feel the stimulation, no matter the program or the amplitude. The patient denies any falls, but did say that they had an injection by another physician shortly after the implant quote in the ¿tailbone area¿. Once the pocket was open, it was discovered that the battery was disconnected from the lead. The lead was fully out of the header. The battery was taken from the pocket wiped off, using water only on the external part only. The lead was wiped with water and dried. The responses of the lead electrodes were checked with a hook, and the patient had bellow and toe response on each electrode. The lead was re-inserted into the battery, the torque wrench from the revision kit was used to tighten the lead back into the header, and then the surgeon gave the lead a slight tug to confirm it was secure in the battery header. The lead was secure, the impedances were checked, the impedances were within normal limits. Postoperatively the patient felt the stimulation sensation in the perineal area at 1.5 a on program three.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va30t3v , implanted: (B)(6) 2025, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-jun-2026, UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their device was not working. Patient said they thought that the electrodes just came apart or something and there was no connection at all with their internal implant or external devices. The patient was redirected to the ir healthcare provider (hcp) to further address the issue.